Event description:
4. Please confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? Nurse stated none. 5. Please confirm if the connecting product has a luer slip or luer lock connection? It's a luer connector. 6. Please confirm whether the flow was completely or partially blocked? Nurse confirmed complete blockage. 7. Please confirm if there is any patient impact? No significant impact observed 8. Please confirm what medication was being administered during the event? Antibiotics administered. 9. Please confirm if the medication was stored in the refrigerator? If yes, was it allowed to reach room temperature before use? Not placed.

Manufacturer narrative:
Investigation result: a 2000e china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 25075210. The feedback provided by the customer states that, "after inserting the cannula needle and connecting the transfusion set to the positive pressure connector, the fluid failed to flow". Further information provided by customer stated that, there was no visible physical damage to the product. The administered antibiotic was not stored under refrigerated conditions. The customer also reported that the connecting component was a luer connector and a complete blockage occurred during use. Due to this event, there is no impact on patient health. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25075210 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2026, 9:00 am: nurse (B)(6) was administering a blood transfusion to a patient. After inserting the cannula, she connected the transfusion set to the positive pressure connector, but the fluid did not flow. She replaced it with a new needleless closed infusion set, but the fluid still did not flow. Therefore, she had to proceed with the blood transfusion without using the needleless closed infusion set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.